Manufacturer narrative:
The device was returned for analysis. Visual inspection revealed the device was returned cut without the hub, with a guidewire stuck on the floppy end and entanglement, and with an imaging window twisted section. Microscopic inspection revealed the guidewire port was damaged.

Event description:
It was reported that device entrapment occurred. The opticross hd imaging catheter advanced for ultrasound examination of the target lesion. Following an imaging run, the catheter was stuck with the wire and neither device could be removed. The catheter hub was cut and a guidezilla guide extension catheter was introduced over the catheter to dislodge the devices. The procedure was completed successfully with a new wire and catheter. There were no patient complications.

Event description:
It was reported that device entrapment occurred. The opticross hd imaging catheter advanced for ultrasound examination of the target lesion. Following an imaging run, the catheter was stuck with the wire and neither device could be removed. The catheter hub was cut and a guidezilla guide extension catheter was introduced over the catheter to dislodge the devices. The procedure was completed successfully with a new wire and catheter. There were no patient complications.